Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The returned device does not appear to have been used. No signs of use was found on the driver and implants (parting lines still present and/or no deformation). However, the typical cause(s) of this event include improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that three of the implants used, cracked at insertion. The implants remain in the patient but the surgeon removed some of the top barbs of each implant. The rep in the case said that about 10% off the top of each implant was removed. The implants are flush in the bone. Slap repair case.